Manufacturer narrative:
H2, h3: the returned motor assembly was analyzed. No failures were found. Previously reported codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: bi71000221r, serial/lot: unknown, product ID: bi71000463, serial/lot: unknown, product ID: bi71000221, serial/lot: unknown, product ID: bi71000433, serial/lot: unknown, and product ID: bi71000860, serial/lot: unknown. H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20 and d15 are applicable.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system would experience intermittent episodes of where the system would drive down the hallway and then stop. The site would wait several seconds, clear the brake light, and continue to drive the system. There was no patient involvement.

Manufacturer narrative:
H3, h6: the system was serviced in the field and the power enclosure, motor drive, strain gauges, and digital motion control board were replaced. B01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000221r, serial/lot#: (B)(6) rev. H, product ID: bi71000860, serial/lot#: (B)(6) rev. 1, product ID: bi71000463, serial/lot#: (B)(6) rev. 1, product ID: bi71000433, serial/lot#: (B)(6) rev. 3. H2: the following product ID was returned unused and is no longer relevant to this product event: bi71000221. H2-3: the motion control board was returned to the manufacturer for evaluation. After functional testing, performance testing and visual/physical examination. The reported issue was confirmed. The results of the analysis concluded, that the motion control board had electrical failure, as there was voltage drift. Codes: b01, c02, d02. H2-3: the power conversion enclosure was returned to the manufacturer for evaluation. After functional testing, performance testing and visual/physical examination. The reported issue was not confirmed. The results of the analysis concluded, that no failure was found. Codes: b01, c19, d14. H2-3: the strain gauge was returned to the manufacturer for evaluation. After functional testing, performance testing and visual/physical examination. The reported issue was not confirmed. The results of the analysis concluded, that no failure was found. Codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.